Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 19 mm sjm regent heart valve w/flex cuff was selected for implant. After implantation, while trying to rotate the valve with the valve rotator resistance was felt and subsequently one of the leaflets dislodged. The leaflet was removed and device was replaced with a 17 mm sjm regent heart valve w/flex cuff to resolve the event. The surgery was prolonged but the patient remained hemodynamically stable throughout. The patient is stable with no adverse events reported.

Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice and returned with the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet dislodgment could not be conclusively determined.

Manufacturer narrative:
Additional information: g3, h2, h6, h10 the reported event of resistance rotating the valve and leaflet dislodgement could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.